Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) t3pt4310, (t3 pro tapered implant 4/3mm (d) x 10mm (l)) for evaluation (images are attached). Visual evaluation was performed, the implant had signs of use. The implant was returned with no damage that would cause or contribute to the event. DHR review was completed for the subject lot number 2120025120. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120025120 for similar events and (B)(4) other relevant complaint(s) was identified. Review completed utilizing keywords: dental : medical : numbness/paresthesia. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products t3pt4310, t3 pro tapered implant 4/3mm (d) x 10mm (l) lot 2120025120. E1: reporter name unknown / not provided. E1: phone number (B)(6).

Event description:
Doctor reported that implants at tooth sites 35 and 36 were removed after a week due to nerve damage and numbness.